Event description:
Post procedure the pt complained of "feeling wet" in the groin area. Upon exam, extensive bleeding was noted from the insertion site of this device. Manual pressure was applied and a blood transfusion was administered. Upon removal of the device it was noted that the hub had detached. The pt is reported as fine.